Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the patient/interface cable assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated and removed the patient/interface cable assembly at the failure analysis center and was unable to duplicate the reported failure.

Event description:
It was reported that the device extender cable was broken off and it was not able to recognize the therapy electrodes connection. There was no patient use associated with the event.